Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No button error alarm, blank display, or moisture damage on the electronic assembly or motor were noted. The insulin pump had minor scratches on the display window, a broken reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed button error. Blood glucose value is 372 mg/dl; treated with insulin injection and took lantus and novolog per doctor's instructions. Customer stated the insulin pump got wet in the ocean. Nothing further reported.